Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reports that their aligner sticks a little bit more and that it has something on one of the teeth that is hitting against their tongue that hurts. Patient advised to smooth out any edges with file that are sharp.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.